Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/25/2015). The patient¿s meter and usb cable/ac adaptor have been returned on 2/27/2015 and 3/3/2015, respectively, and evaluated by lifescan product analysis on 3/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging a battery charge issue with their onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began around 9am on (B)(6) 2015. The patient manages their diabetes with self-adjusted insulin. The patient reported guessing their insulin dose when they were unable to test, the patient did not wish to share further details about the dose administered. The patient denied developing any symptoms due to the product issue and did not report any further treatment. The patient denied testing on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not administer inappropriate self-treatment after the alleged issue began. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.